Event description:
I had texture allergan implants silicone implanted for reconstruction after breast cancer in 2015. In 2018, a rupture was detected. From implantation, I initially started to suffer acne, then tinnitus, cluster headaches, sudden onset of blood food allergies, ibs, fatigue, blurred vision, brain fog, bone pain, anxiety, because I was a bc survivor one as scanned for metallosis but was clear so was told I had anxiety and brushed off until I met a different consultant who scanned me and detected a great big rupture in my right implant. I had no impact to my chest to cause this. I have had implants removed and all of my symptoms have subsided greatly. FDA safety report ID# (B)(4).